Event description:
It was reported that x-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.